Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom half of the cover block missing. Therefore, no staples were returned. The stapler appears used as there is biological material present on the device. Reference files (B)(4) for investigation photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom half of the cover block missing. Therefore, no staples were returned. The stapler appears used as there is biological material present on the device. The IFU for this product, l03485, was reviewed as a other remarks: part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Non-conformance (B)(4) was initiated to further investigate the complaint. The reported complaint of "staples stuck in unit" was not confirmed based upon the sample received. The stapler was returned with the bottom half of the cover block was missing. Therefore, no staples were able to be held in the stapler. The probable cause of this complaint issue is manufacturing related. Non-conformance (B)(4) has been initiated at the manufacturing site to further investigate. The reported defect was not confirmed, but a different defect was observed.

Event description:
During use the staples were stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use the staples were stuck in the stapler. The patient's condition was reported as fine.